Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional corrected information was provided by the initial reporter clarifying that the lens was in and out during the procedure. The lens was placed in the eye, a vitrectomywas performed so the iol was removed.

Manufacturer narrative:
The iol was returned for analysis. Reported complaint "lens removed due to vitrectomy" could not be confirmed. The iol was returned in two segments and loose in carton. Solution is dried on the iol. The optic is torn/split-cut and scratched/marked-rejectable with loose fibers. A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was removed due to a vitrectomy. The physician then proceeded to place a new iol in the eye but the lens was dropped before ever touching the patient. Additional information has been requested.